Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture clips were used. During the procedure, the sales rep is reporting from the materials manager that the clips are not grasping. They proceeded with a new one with no patient harm reported. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many appliers did not grasp the clips? Please provide lot number of each faulty device, if available. Please clarify how many clips did not grasp the suture? Please provide lot number of each faulty device, if available. Please confirm all instances occur over the same patient procedure? If no, please specify the total number of patients involved. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was received: I was told sometimes the appliers are not grasping the clips, and sometimes the clips are not grasping the suture.